Manufacturer narrative:
Per patient's surgeon, the patient underwent surgery on (B)(6), 2011 to remove tissue around the abutment. The implanted device remains. This report is filed (B)(6), 2011. Text : implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery (type not reported). It was also reported that the patient experienced pain around the implant site. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.